Manufacturer narrative:
The received device and medical records were forwarded to commercialized product development for evaluation. Review of the device history records did not reveal any related manufacturing deviations or anomalies requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. With the information provided, tibial loosening at the cement/implant interface can be confirmed, but the actual root cause cannot be definitively identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. (B)(4) has been undertaken to investigate further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Knee revision performed on (B)(6) 2015 by dr (B)(6). Original surgery date (B)(6) 2013, same surgeon and hospital. Reason for revision: tibial loosening due to debonding of cement to implant. X-rays, inter operative photo and video, post op notes are available. (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
The complaint is still in investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completionif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.